Manufacturer narrative:
The device performed as intended and did not malfunction. Patient hemodynamics degraded and became symptomatic (avb, chest pain) that eventually led to death. Intervalve was first notified by a distributor. Date of procedure and death is unknown.

Event description:
Post second inflation of 21mm v8 balloon, the patient required CPR and patient died. The physician stated the patient had an aortic dissection, which is a known complication of the procedure and the death was not attributed to the v8 balloon. The patient had moderate calcification.